Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received from p/n 670170 with lot number 4011407 reported, in used conditions, without its original packaging and with its certificate of safe handling. Six (6) sample was received from p/n brca70 with lot number 3772285 reported, in no used conditions, with its original packaging. Visual inspection results: according with visual inspection, condition reported in complaint is not visible. The six samples of the cannula (lot 3772285) were opened and assembled in the connector to verify if there was any type of obstruction when connecting, the six cannulas connected and clicking perfectly. Based on this the failure mode cannot be confirmed. The cause of the reported problem could not be determined. No corrective actions were taken since the complaint was not confirmed.

Event description:
Information was received a smiths medical tracheostomy/silicone - bivona inner cannula malfunctioned. The event described a tracheostomy tube change was completed without issue but upon attempting to insert inner cannula it would not click into place. Other inner cannulas were opened and issue persisted. Another tracheostomy tube change was completed and a new box of inner cannula's was opened. This required a tracheostomy trach tube change out.